Manufacturer narrative:
(B)(4).

Event description:
The customer reports that at the time of passing the dilator, the guide (swg) is bent making it impossible for the central venous catheter to pass. There is no impact on the patient.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The guide wire was not present inside the photo so confirmation of the kink could not be determined. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report of a kinked guide wire could not be confirmed through the examination of the customer supplied photo. The photo was of the kit contents, but the guide wire was not present. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that at the time of passing the dilator, the guide (swg) is bent making it impossible for the central venous catheter to pass. There is no impact on the patient.